Manufacturer narrative:
Additional contact details: e1 (event site postal code- (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of internal communication error. There was patient involvement. On may 28th, when the unit was started up for use by a patient, an alarm sounded and a message about an internal communication error was displayed. A getinge field service engineer (fse) evaluated the unit and after rebooting, the unit started up normally, so it was used by the patient. There were no problems with operation after that, but the unit was replaced for inspection and withdrawal.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the unit was started up for use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error. After rebooting, the unit started up normally, so it was used. There were no problems with operation after that, but the unit was replaced for inspection and withdrawal.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that when the unit was started up for use, the cardiosave intra-aortic balloon pump (iabp) had an internal communication error during patient use. After rebooting, the unit started up normally, so it was used. There were no problems with operation after that, but the unit was replaced for inspection and withdrawal. No health damage was reported.

Manufacturer narrative:
Updated fields: b4, b5, e2, e3, g3, g6, h2, h6(health effect ¿ clinical code, health effect ¿ impact codes), h10.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed system shutdown and fault log#115 kernel application interface error. A long-term running test was performed, but the symptoms did not recur. The executive processor board was reassembled and the contacts were cleaned. A running test was performed again and it was confirmed that the problem was not reproducible. There was a patient involvement but no harm reported.